Event description:
It was reported that patient underwent partial knee procedure in 2009. Subsequently, patient underwent revision procedure ten months later; tibial component appeared to have a 5 degree minimum varus tilt in the medial-lateral plane. No other details have been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Event date: 2009.implante date: 2009.explant date: 2009.examination of returned device found no evidence of product non-conformances. Position of implant while inside the body could not be determined.